Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by severe abdominal pain, vomiting and cloudy effluent. The cause of peritonitis was unknown. It was reported that the patient was hospitalized and treated with unspecified intraperitoneal antibiotics for the event. It was reported the patient was discharged from the hospital to continue antibiotics and pd therapy. It was reported 10 days after the initial diagnosis, the patient was readmitted to the hospital for ongoing peritonitis. Antibiotics were switched and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.